Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited failure to capture. The lead was repositioned on (B)(6) 2022. The patient was stable in condition.